Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a conventional esophagectomy using 25mm intraluminal circular stapler. After stapling, partial opening of the clamps was identified in the anastomosis, and correction was required with manual suture in the stapling line. There were no patient consequences reported.